Manufacturer narrative:
A systems assessment was performed and no hardware issue was identified. Review of the data provided did not show any major shifts or suppression in the control curves and the control CT¿s performed in line with internal release data. The ic performed consistently throughout all of the runs. Based on the investigation performed and the information provided there is no indication the product is not performing as intended. Although unknown the discrepancies alleged could be due to factors like workflow, differences in technology, samples near the limit of detection of the test or any combination of these factors. (B)(4).

Manufacturer narrative:
An investigation is ongoing. A follow-up report will be filed when the conclusion is available. Facility name is truncated due to character limit. Complete facility name is: (B)(6). (B)(4).

Event description:
A customer from (B)(6) alleged discrepant results comparing 2 pooled results to the individual sample test with cobas sars-cov-2 test used on the cobas 6800/8800 system. For pool a, initial testing in pool of 3 samples generated a result of target 1 negative and target 2 positive with a CT of 38.49. This result is indicative of sample near the lod. Each constituent sample from the pool was tested as an individual sample and all generated negative results. The customer tested the samples as an individual sample again using a different test (magna pure 24 extraction and the tib-mol bio kit) and generated negative results for sars-cov-2. The negative results were released to patients. Although requested, no information on harm was provided. For pool b, initial pool testing generated a result of target 1 negative and target 2 positive with a CT of 36. Retest of the same pooled sample generated a negative results for both target. Each constituent sample from the pool was tested as an individual sample and generated negative results. The method sheet of the product indicates, under section "pool result reporting and follow-up testing ", if the result of the pool is positive or presumptive positive, then each of the constituent samples must be re- tested as a separate individual sample. Use the laboratory defined tracking system to ensure the correct individual samples are tested. Individual test results supersede the pool result. Two (2) mdrs, one for each pool result, will be filed.